Event description:
It was reported that the patient experienced pain at the ipg site. During the ipg revision procedure on (B)(6) 2026, the physician opened the ipg pocket and found the patient's l5 lead was fractured. As a result, the lead was explanted to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.